Event description:
The surgeon informed materialise on april 26th that the bone graft used during surgery with the titanium 3d printed plate is infected, and the bone graft is partially resolving as a result of this. The surgeon is concerned that the titanium 3d printed plate might break due to the bone resorption of the graft. The surgeon plans to replace the plate with a thicker plate.

Manufacturer narrative:
The device was not returned for investigation, so investigation focused on the review of available production records. Investigation concluded that the device was manufactured to specification and there were no problems encountered during use of the device intra-operatively. More information regarding potential cause of the infection of the bone graft were requested from the surgeon but not obtained after several attempts. The exact reason for infection of the bone graft could not be established.